Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney the patient that post-op of a hernia repair, the mesh was defective and it 'darn near killed me.' She said 'it never felt right' following implant on (B)(6) 2012. Her symptoms included constipation and pain. In (B)(6) 2019 she presented with fever and was diagnosed as septic. She had a colostomy for six weeks and daily antibiotic infusions prior to surgery on (B)(6) 2019. She stated she had been in hospital four times for this. In surgery it was discovered the plug came out, the mesh had broken up and dispersed throughout her abdomen. Five inches of colon were removed as was the mesh implant. She still has an open wound, but it is healing. She is afebrile currently. Patient has given permission to contact her surgeon, and stated she will be contacting an attorney. No additional information was provided.